Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ station is not showing patient. Case: (B)(4) ¿ 11 9 21:00 pm est - aphe - group 12 - mms-23-4719 potential for outdated patient information at bd pyxis es stations. A review of the device history record for sn 15220465 was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was stuck at the pre-admission stage. A technical support specialist dialed into the server, checked and verified the patient profiles, and advised the customer to reach out to the adt team to send the admit message to the correct patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a patient stuck at the pre-admission stage. There were no adverse events or injuries reported based on this incident.